Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the lens was removed during the same surgery, due to the lens not sitting in the eye correctly. The lens was cut into pieces to remove, there was no pt injury no enlarged incision or sutures. The reporters stated there was no problem with the lens delivery system.